Manufacturer narrative:
F10: device code: 1077, 2492. H3: examination of the valve in co's laboratory revealed calcification within each cusp which resulted in stenosis of the effective orifice area, leaflet disruptions and incomplete coaption. Clean-edged sections of tissue were missing from the noncoronary cusp which is consistent with the report of historical sectioning prior to receipt. X-ray analysis revealed calcification within the aortic wall and belly of each cusp. Stent distortion was noted and appeared artifactual of explant. The primary cause for dysfunction of this valve was determined to be due to calcification. These findings would account for the symptoms noted clinically. H6: 86=x-ray analysis.

Event description:
This event was reported as regurgitation, subaortic fibromuscular stenosis, pulmonary hypertension and left ventricular dysfunction. No further info provided.